Event description:
It was reported that the customer was hospitalized with low bgs. Customer stated they infected a whole reservoir full of insulin into their body and didn't know why. Technician had a paramedic dispatched to their home. Instructed to call back for assistance once bgs stabilized.